Manufacturer narrative:
Sent to local testing lab for material hardness tests. Results - tip of driver broke.

Event description:
The surgeon, during a 5th met osteotomy case, broke the driver tip while implanting a screw.